Manufacturer narrative:
Any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. The device was returned and product evaluation is ongoing. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the jar of a bovine pericardial patch was leaking prior to use. As reported, the cap was not properly sealed and the sterility of the product was compromised.

Manufacturer narrative:
Customer report that cap was not properly sealed was confirmed in the as received condition. Report of leakage was not confirmed through visual observation. As received, the patch jar was in opened shelf box with a tear on the top paneling of the shelfbox. The jar lid was not fully screwed on the jar threading, but tamper seal remained around the jar and was intact. No evidence of cross-threading were observed on the jar thread or jar lid thread. Patch jar plug was intact and seated on jar with no visible inconsistences. No evidence of leakages or other damages were observed from the jar, lid, jar lid thread, jar thread, and shelf box. Patch was inside jar with approximately 95% solution and no visible inconsistencies were observed on patch. The triggered tagalert had black-highlight with the number 1 displayed on the screen. Tagalert serial number (B)(6). The alarm alert feature in the tagalert indicated that it was triggered after the 3rd day of being activated. Engineering task will be opened for further investigation. Photos attached by complaint owners were consistent with lab findings. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.